Event description:
It was reported that "hair-like unknown material was observed inside the package before use." No patient injury was reported.

Manufacturer narrative:
The hydra33 insert set was returned for evaluation in a sealed pouch. A visual examination confirmed that a hair is sealed inside the tyvek pouch. A device history record review was completed and documented that the device met all specifications upon distribution. The customer report was confirmed. An awareness training is being conducted at the manufacturing site to prevent recurrence of this type of complaint.